Manufacturer narrative:
Date of event: the four reported peritonitis events were reported to have occurred on an unreported date in the "past year" (with the last two occurred "within the past few months"). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four (4) peritonitis events. The cause of the events were not reported. It was reported that the patient was not hospitalized for the events. Treatment for the events were not reported, however, it was reported that the patient was currently being treated for the "most recent event". At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.